Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that when the physician was manipulating the subject guidewire inside the microcatheter, the physician noticed that the subject guidewire wasn¿t moving. The physician pulled out the subject guidewire and noticed that the tip was missing. Luckily, the tip was caught in the microcatheter. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Event description:
It was reported that when the physician was manipulating the subject guidewire inside the microcatheter, the physician noticed that the subject guidewire wasn¿t moving. The physician pulled out the subject guidewire and noticed that the tip was missing. Luckily, the tip was caught in the microcatheter. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual inspection was performed and revealed that the guidewire was returned broken in 2 segments (13.6cm distal segment and 186.6cm proximal segment). The guidewire was noted to be kinked/bent at 183cm from the proximal end. The guidewire ptfe (polytetrafluoroethylene) coating was noted to be peeling in multiple areas to 41.8cm from the proximal end. In the proximal segment, 186.6cm of the nitinol tubing was returned broken with core wire exposed. In the distal segment, 13.6cm of the nitinol tubing was returned broken with the core wire exposed. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated there were no anomalies noted. A functional test could not be confirmed as the device was damaged. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description stated that while the physician was manipulating the wire inside the microcatheter, he noticed that the wire wasn¿t moving. He pulled out the wire and noticed that the tip was missing. The tip was caught in the microcatheter. Additional information indicated the device was prepared as per dfu instructions., and it was most likely that the guidewire fractured due to guidewire manipulation. Analysis of the returned device found an attempt had been made to shape the tip of the guidewire. The guidewire was returned broken in 2 segments. The guidewire was noted to be kinked/bent. The guidewire ptfe coating was noted to be peeling in multiple areas. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿nv ¿ guidewire distal tip broken/fractured during use¿ and 'catheter has difficulty tracking over guidewire' and the as analyzed defects ¿ guidewire kinked/bent and 'guidewire ptfe coating peeling' is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.